Event description:
Reportedly, while trying to remove the plastic shield from the scalpel the blade caused a laceration to the right ulnar aspect of the palm of the surgeon's hand which had to be sutured.